Event description:
It was reported that although the intra-aortic balloon (iab) was inserted normally a lumen break was noted and blood was seen in the catheter tubing. A new iab was used to continue therapy. The indication for us was coronary artery bypass grafting (CABG). There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. Two kinks were found on inner lumen within the membrane approximately 11.2cm and 11.9cm from the iab tip. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 11.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. Continual flexing of a kink can cause the catheter to become penetrated. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that although the intra-aortic balloon (iab) was inserted normally a lumen break was noted and blood was seen in the catheter tubing. A new iab was used to continue therapy. The indication for us was coronary artery bypass grafting (CABG). There was no reported injury to the patient.